Event description:
While attempting to disconnect an a-line on (B)(6) 2012, the rn was unable to remove the tape or visualize the a-line due to excessive taping. The rn used a suture removal scissor to cut through the tape. Upon removal, it was noted that the a-line was not intact. An ultrasound was completed and revealed a retained foreign body in the left radial artery. The pt returned to the operating room where the catheter tip was successfully removed. Tip and remainder of a-line secured.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Internal file number: (B)(4). Additional info from the voluntary report: report date: 01/31/2012. Common device name: 20ga 1.88in 1.1x48mm 42ml/mm. MFR: bd; (B)(4).